Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has two wires partially detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A clinical review found that if the electrode was retained inside of the patient, possible micro-motion and/or migration, and local irritation/discomfort may occur. Per the complaint, the procedure was completed without patient injuries, other complications and no significant delay using a back-up device. A review of the customer provided image shows two wires partially detached from the electrode. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that the wand had an electrode fractured. It is unknown when the event occurred related to surgery. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.